Event description:
Patient reported that in the last week the needle of the infusion sets are defective. Patient stated the needles do not dispense insulin. Patient reported experiencing elevated blood glucose levels up to 350 - 400 mg/dl. Patient's normal blood glucose range was not provided. Treatment received was not provided. Patient stated he has tried different needles from the same lot but the concern of elevated blood glucose levels occurs after 2 days. Patient reported he is sure that the concern is caused by his needles. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
Conclusion: the complaint of the occluded infusion set cannot be verified, the material meets product specifications. Result 42 (from 101) unused infusion sets and one used cannula were visually tested and tests for flow and tightness were performed. All samples were found in accordance with product specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.